Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: no replace battery alarms were seen in the black box data or the alarm history. The pump information from the date of the alleged was overwritten due to continued use of the device after the alleged issue occurred. On investigation, the pump was exercised for 12 hours with no power issues or alarms occurring. There was no damage or moisture found to power circuit inside the pump. The pump's electrical current draws were tested and were determined to be within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.